Manufacturer narrative:
Subsequent to the initial MDR, the receiver (str-gl-pnk/sm32761842), that was being used with the transmitter during the reported event of intermittent antenna icon was returned on (B)(4) 2014. Evaluation of the returned receiver did not confirm the reported event.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report an out of range signal on (B)(6) 2014. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support. Dexcom issued an rga for the patient to return the device to be investigated.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report an out of range signal on (B)(6) 2014.